Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer recently experienced a blood glucose level that read 35 mg/dl on one meter and 52 mg/dl on another. The low blood glucose level was treated with milk and candy. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.